Manufacturer narrative:
(B)(4): at the time of this report, the patient was recovered from the event. No additional information is available.should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A trend review will be conducted. If similar reports have been received, baxter will continue to monitor them in order to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized on the same day as the onset for the peritonitis. The cause of peritonitis was reported to be the patient continues to give insulin intraperitoneally (ip). On an unreported date, the patient was treated with injection (inj) vancomycin (1 gram, frequency not reported), inj amikacin (150mg [start dose], frequency not reported) and inj cilanem (250mg [each bag], frequency not reported) for peritonitis. The patient was still hospitalized. The outcome was unknown. Dianeal therapy was ongoing. No additional information is available.